Manufacturer narrative:
(B)(4). Catalog #00597206532, nexgen all poly patella, lot #62473738. Catalog #00597602112, nexgen ac articular surface, lot #62413035 . Manufactured by (B)(4). Catalog #00575001501, nexgen cr-flex gsf femoral component, lot #62513036, manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing problems with the implant; however, further details have not been provided.